Manufacturer narrative:
H.6. Investigation summary: the injector part of the actual product that was received was connected to a spike set (feal seal connector luer lock) and liquid flow was confirmed. In addition, when the actual luer lock connector was connected to the mixed injection part upstream of the drip tube of the chemosafe infusion set, the liquid flowed without problems. The cause could not be identified because there was no abnormality such as clogging, and the event was not reproduced. This event is presumed to have occurred due to incomplete connection. In order to prevent the occurrence of poor fluid flow, as part of continuous quality improvement, we have changed the shape of the terminal luer connector to a luer lock integrated type (fixed lock) so that it can be connected more reliably. A review of the device history record revealed no irregularities during the manufacture of the reported lot. H3 other text : see section h.10

Event description:
It was reported that before use of the prm/n35/std/50cm there was an issue with flow in the line. Foreign complaint the following information was provided by the initial reporter, translated from japanese to english: drug didn't flow properly. Customer suspects injector or line is defect.

Manufacturer narrative:
The manufacturing location for this product is atom. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the franklin lakes FDA registration number has been used for the manufacture report number. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the prm/n35/std/50 cm there was an issue with flow in the line. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: drug didn't flow properly. Customer suspects injector or line is defect.